Event description:
It was reported that the patient's pacemaker exhibited loss of capture. No intervention was reported. The patient was in stable condition.

Event description:
New information received notes that the programming changes were done in the clinic to address the loss of capture issue.